Event description:
During tmvr [(transcatheter mitral valve replacement or repair)] procedure: prosthetic valve became stuck in the atrial septum, eventually said valve broke in pieces. Per proceduralist, all parts of the valve were extracted successfully, yet a part of the delivery system remains in the right femoral vein. Pt was hypotensive, pt went into vifb [ventricular fibrillation] twice, needed defibrillation and approximately 40 min of CPR.